Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit or failed battery alarms noted. No unexpected restart alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing . Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the up and down arrows on their pump are working intermittently. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer reports buttons were scrolling without their input. The customer also received an a21 alarm, failed battery, and battery out limit alarms. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.